Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 420 mg/dl at time of incident and current blood glucose level was 160 mg/dl. The customer was treated with manual injection. The customer did not allege pump was under delivering. The customer stated that they had high blood glucose all day she was had problems with infusion set. The customer was advised if they have concerns their pump may not have detected an occlusion we can test this alarm using a tubing clamp. The customer was advised pump will need to be replaced. The insulin pump will not be returned for analysis.